Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that display was dim with discolored text. The battery cap threads were stripped and the cap was unable to secure properly to the pump. Unrelated to these issues, the audio bolus button was observed to be torn. The audio bolus button responded appropriately. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display with discolored text. Evaluation also revealed that the battery cap threads were stripped and the cap was unable to secure properly to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.